Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 117.5 and 118.5 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed that the smart coil had offset coil winds. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the reported resistance during advancement. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks likely occurred due to forceful attempts of advancement against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed eight coils and a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil out of its introducer sheath and into the hub of the microcatheter, and therefore the smart coil was re-sheathed. The physician attempted again to insert the same smart coil, however the same resistance was felt. The smart coil was therefore removed, and the procedure was completed using 14 new coils and the same microcatheter. There was no report of an adverse effect to the patient.